Event description:
Surgeon reported that post-operative corneal haze was observed in both eyes. The haze was treated by debridement of the interface haze in both eyes. Prognosis is undetermined at this time.